Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305181 batch#: 4116544 it was reported by the customer that there was a black speck in the vial from the rubber coring when drawing up the medication. Verbatim: ¿event: we had two different clinicians draw up lidocaine xxx (multidose vial) 1% lot # hn6899 exp 11/1/25. After each clinician drew up the lidocaine at a 90 % angle with two different vials, there was a black speck in the vial from the rubber coring when drawing up the medication. A bd blunt fill needle 18gx1in was used to draw up the medication. Lot # 4116544 exp 8/31/29.¿ additional information lot # 4116544 exp 8/31/29 bd blunt fill needle 18g 1in no patient harm or injury - rubber particle in the medication after puncturing the vial.

Manufacturer narrative:
(B)(4). Follow up for device evaluation a black speck, suspected to be caused by rubber coring, was reported in a vial. To support the investigation, one hundred samples in sealed blister packaging were submitted for evaluation by the quality team. A visual inspection was conducted using 30x magnification. No damage, defective grinding, or hook anomalies were observed. The bevels and etching were found to be within acceptable standards. A review of the device history record (DHR) was completed for material number 305181, lot 4116544. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. Additionally, no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned sample, the reported issue could not be confirmed.